Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was triggered due to high lead impedance. It was noted that lead impedance indicated no issues while the patient was in a dorsal position, however it was over 3000 ohms in a sitting position. Lead impedance was also shown to be over 3000 ohms when pocket manipulation was performed. X-ray confirmed there was no loose pin; however a loose pin was still suspected. The lead was reprogrammed and the system remains in use. No patient complications have been reported as a result of this event.